Event description:
Unomedical reference number (B)(4). Event occurred in the united states the patient reported that the infusion set tubing detached at connector on (B)(6) 2022 and (B)(6) 2022. The infusion set was used for 1 day on (B)(6) 2022 and 2 days on (B)(6) 2022. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.